Manufacturer narrative:
Based on the information available, it appears the user did not adhere to the manufacturer recommendations detailed in section 8.2.1 of the leica histocore peloris 3 user manual. Specifically, the ¿eleven hr brain¿ protocol is not appropriate for ¿gi bx¿ samples and ¿6mm x 5mm x up to 2mm thick¿ in size. Section 8.2.1 of the leica histocore peloris 3 user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2-hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4-hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12-hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The root cause of the sub-optimal tissue processing reported by the customer was due to use of a protocol of inappropriate duration for the type(s) and size(s) of the patient tissue samples being processed. Manufacturer evaluation of the information available showed that the instrument functioned as designed in the circumstances reported by the customer.

Event description:
On (B)(6) 2026, the customer contacted leica biosystems, and the following information was documented ¿overprocessed specimens gi biopsies: overprocessed, crunchy, diagnosed with extreme difficulty.¿ on (B)(6) 2026, the leica applications technical lead (fas) documented ¿all patient samples were diagnosed.¿